Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the receiver initialized without a manual restart on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was attempted but could not be performed because the recevier would not turn on. The receiver case was opened for further evaluation. Troubleshooting was performed during an internal inspection and confirmed the reported event of an initializing screen without a manual restart. The root cause was determined to be a defective receiver battery.